Manufacturer narrative:
The reported field event of oversensing was confirmed by reviewing the egms store in the device image. Final analysis indicated that the noise was likely due to an external source. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-18686. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) and right ventricular lead exhibited noise that was oversensed by the device. The ICD and lead were explanted and replaced. The patient was in stable condition.